Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced bluetooth connectivity issues while hospitalized for pancreatitis and continued using the ilet with manual blood glucose entry, with the hospital supplying insulin for cartridges. Symptoms included dizziness, lightheadedness, visual disturbance, and variable blood glucose levels. Outcomes included hospital admission and medical intervention. Investigation included complaint history review and user interview. Investigation of this case revealed cause of hypoglycemia was unclear. It was concluded that the event was not attributed to the ilet and that causality remains undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.